Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, in the middle of a cystoscopy with placement of ureteral stent procedure, when the device was package was opened for using the device, the fiber tip was found to be broken in the package. The breakage of the fiber tip had occurred prior, before receiving or unpacking the device, and only the discovery of the breakage was made during the procedure. The device was not used in the procedure. The procedure was completed by opening another device. There was no significant delay to the completion of the procedure. There is no harm or adverse impact to the patient.

Event description:
Addendum jun 2, 2022: the device was removed from the package in the middle of the procedure at the time of failure discovery. The broken tip was not found.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d9, h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the distal tip was broken off completely. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the reported problem occurred due to non-operative mis-handling of the device package at some point between being packaged at olympus and opened at the customer site. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.